Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the issue. The system was cleaned and the connectors and boards in the workstation were reseated. The voltages were checked and adjusted at the fluoro functions board, the doghouse, the backplane, the workstation and the video control printed circuit board. The network connectivity was checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down uncommanded and displayed communication with workstation error messages, and the pacs system would not work. No pt injury was reported.